Manufacturer narrative:
Insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, replace battery now alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Insulin pump was monitored and functioned properly. Unit received with scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Battery. It was reported that the customer's blood glucose was unknown at the time of incident. It was reported that the customer does not trust the insulin pump. It was reported that customer did not want to perform reset. The insulin pump was returned for analysis.